Event description:
ICD lead malfunction. Device inappropriate detection of vf due to lead noise, high shock coil impedance consistent with a premature lead fracture (lead implanted (B)(6) 2013). Required removal and replacement of the lead.